Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Unit was received with scratched display window and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that she received multiple motor error alarms during the manual prime. Troubleshooting was performed, and the insulin pump failed the displacement test. No damage to the drive support disk noted. Advised the customer that the insulin pump would be replaced. Nothing further was reported.